Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon wasn't attached correctly, tip of tampon coming out of applicator. Came out like a flower [device physical property issue] case narrative: consumer reported via phone that the tampon wasn't attached correctly. No injury reported.